Event description:
Procedure type: spinal surgery - fusion l5 to s1. According to the rptr: initial surgery was performed in 2008. Post-operatively, the pt reported to the physician an increase in pain and discomfort. X-rays were taken at the 2 week appointment and revealed a disassociation of the l5 screw/rod. A revision surgery was successfully performed in 2009.

Manufacturer narrative:
Initial report sent: 02/24/2009. An investigation was completed on product currently in x-spine inventory and were found to be acceptable to the product specifications. Quality assurance reviewed the relevant test data for potential failures and determined that the products were within the design specification. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw cups are tightened and assembled correctly. Loosening of the construct is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device.